Event description:
Rptr had breast implants inserted following mastectomies. The right implant was inserted in 7/87, and the left on 7/29/89. Rptr had pain and inflammation behind the implants starting in 10/93. Her implanting physician thought it might be a pulled muscle. The pain migrated to her back, sides, etc. Another two drs prescribed anti-inflammatory medication and pain pills. The medicines did not solve the problem and rptr became nearly immobile due to pain the week before the rupture. On 3/12, the right implant ruptured and both were taken out on 3/16/94, as rptr awaited approval from the insurance co. She also had one closed capsulotomy. Both implants at time of rupture were hard.